Manufacturer narrative:
Continuation of medical devices: product ID 3057, product type screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a basic evaluation trial patient regarding an external neurostimulator (ens). It was reported that patient felt pain and discomfort at the site. Patient switched sides from the left to the right but did not feel stimulation. Patient was still alleging that the device was not working, had painful stimulation, pressure, and spasms. Patient was concerned the lead wires may have migrated. Stimulation was turned down to 0. No further complications were reported.